Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 900 mg/dl. The customer had 2 strokes recently. Customer was hospitalized for 2 to 3 weeks. Customer was wearing pump during time of hospitalization. Customer will return the pump for analysis.